Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 delivery device. During the procedure, the surgeon noticed that the trailing haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the damaged lens. A second li61aor intraocular lens was implanted successfully. Reference MDR 1119279-2010-00051.